Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient reportedly called emergency medical services due to nausea and vomiting. The patient as taken to the nearest emergency room. Code st- segment elevation myocardial infarction was called on the patient. The patient deteriorated and the decision was made to place an impella cp. During impella cp support, the patient experienced atrial fibrilation that was in the 120's. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
Medical safety review of the event noted there is not enough information to exclude the impella device used as an associated factor. It appears some time after the wire was introduced, the impella was implanted, and the patient developed atrial fibrillation. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant also reported intermittent "position in aorta" alarms. The pump¿s position was verified via echocardiography (echo). The clinical team considered the alarms likely to be false due to the patient's high end-diastolic pressure and low pulsatility. The alarms were silenced. Daily echos were planned to be performed to confirm pump placement.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and cardiac arrythmia. No product was returned for evaluation. Data logs were reviewed and "impella in aorta" alarms were triggered during support. "Suction" alarms were triggered concurrently with the "impella in aorta" alarms. All optical parameters were stable, and no hard failures of the optical sensor were observed during support. No motor current spikes were present prior to alarms. The root cause of the optical signal issue was most likely patient condition related. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28963. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.